Event description:
It was reported the pt (B)(6) was seen for a post-operative system check (reference MFR. Report: 1627487-2013-00620). Lead diagnostics indicated multiple high impedance contacts. The sjm representative was unable to program around the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.